Manufacturer narrative:
Results pending investigation.

Event description:
Unspecified date: false positive result 1x on the consult hcg urine cassette. Although further information was requested, no further information was provided by the customer.

Manufacturer narrative:
Additional information: update to d10: device available for evaluation changed to no. Update to h3: although returned devices were requested, customer did not return devices for investigation. Update to h6: method code 11 added. Result code 213 added. Conclusion code 67 added. Investigation conclusion: retained product from the reported lot number was tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative result. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. A root cause could not be determined from the available information, as the reported issue was not replicated during testing of retention product. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.